Manufacturer narrative:
This report is for an unknown locking compression extra-articular distal humerus plate /unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article, capo, j., monika, p., debkowska, p., liporace, f., beutel, b. And melamed, e. (2014). Outcomes of distal humerus diaphyseal injuries fixed with a single-column anatomic plate. International orthopaedics, 38, 1037-1043. The authors conducted a retrospective study of 21 patients (12 men and nine women) treated with synthes device, locking compression extra-articular distal humerus plate (eadhp), between february 2006 and june 2012, for the treatment of distal humerus diaphyseal fractures. Average patient age was 39 years (range, 19-91 years). Of the 21 patients, 19 were clinically and radiographically evaluated after a mean follow-up of 10.4 months (range, three to 36 months). Results included: case 1 (B)(6) male who developed rotational forearm contracture. Case 3 (B)(6) male who developed elbow stiffness and heterotrophic ossification. Case 5 (B)(6) female who experienced symptomatic hardware, requiring removal. Case 15 (B)(6)male who developed osteomyelitis which was treated with debridement, antibiotics and retention of hardware. Case 21 (B)(6) male with crush injury developed heterotrophic ossification postoperatively. Three patients who experienced moderate pain. All fractures demonstrated satisfactory reduction and healing at an average of 7.3 months. This is report 3 of 6 for (B)(4). This report is for an unknown locking compression extra-articular distal humerus plate and refers to the serious injury of case 5, (B)(6) female who experienced symptomatic hardware, requiring removal.